Event description:
The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for about a week. She stated that the keypad is intact; she wears the pump under her clothing; and she cleans the pump with a damp cloth or paper towel.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim with a reddish tint and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.